Manufacturer narrative:
(B)(4). Exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of hospira.

Event description:
The complaint was reported by a customer from USA: leakage of unknown drug. Q core became aware of the actual content of the complaint on may 26, 2017.